Event description:
Contact is a relative of the customer who has been staying with him while he recovers from a broken hip. After he helped his relative change the batteries and date/time, the results have been low numbers with a decimal point. A reading of 3.0 was taken as 30mg/dl. The customer ate and took two glucose tablets. Customer svc assisted the contact and customer with changing the meter back to mg/dl. A check standard test result showed the meter was working electronically. Control solution was not available. Customer svc also explained correct sampling technique. An adverse event did not occur, but customer svc is sending a new meter.